Event description:
It was reported that the control knobs on the external pulse generator were "intermittent" when used (rate, output and sensitivity). The generator was to be returned to service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the control knobs on the external pulse generator were "intermittent" when used (rate, output and sensitivity). The generator was to be returned to service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the encoder flex was not seated. It was also noted that the upper and lower cases were contaminated, the ring cover was contaminated, one side bail cover was broken, the battery release, battery drawer and keyboard pad werecontaminated, and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.